Event description:
After suturing down the lead using a white suture sleeve, the lead impedance measured around 2000 and thresholds were high. After closer inspection it appeared that the lead had been crimped from the suture wire.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis of the lead revealed a deformation of the lead body at 13 cm distal to the is-1 connector pin in the region of the suture sleeve. At this position cuttings in the insulation and deformations of the inner and outer conductor coil were detected. These observations occurred most likely due to a tight suture during the surgery as mentioned in the complaint description. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, deformations of the lead body were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.